Event description:
It was reported that during a device check the implantable pulse generator (ipg) showed lead impedances over 9999 ohms and pacing failure was observed at high outputs. During the device change out the leads were tested through the analyzer and all values were normal, therefore abnormality of the ipg was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis revealed that the device behavior was the result of a loose/detached ema wirebond. Concomitant medical device: 5054 implantable pacing lead, implanted: (B)(6) 2003 (B)(4).